Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer experienced a seizure. Customer was able to self treat with glucose. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed and no issues were observed on sensor patch. Data was extracted from returned sensor using approved software and extraction was successful. Sensor state 7 with event log 11, 224, and 227 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. The sensor was sent for further investigation and de-cased. No issues were observed upon visual inspection of the pcba (printed circuit board assembly). The battery was measured and was within specification. However, the sensor was unable to scan after de-casing. A visual inspection was performed on the returned de-cased sensor, and observed antenna to be removed from the pcba. The data was unable to be extracted as the antenna is disconnected from the pcba. Observed that the antenna had been damaged due to de-casing and is unable to be re-soldered/repaired due to the solder pads coming away from the pcba. This damage will render the antenna unable to communicate and functionality testing is unable to be performed without the antenna connected. Therefore, this issue is unable to test. Section h6 (investigation findings) code c20 (no findings available) and d15 casue not established was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer experienced a seizure. Customer was able to self treat with glucose. No further information was provided. There was no report of death or permanent injury associated with this event.